Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. The contact reported that the screen was distorted and wasn't displaying any words; just lines across the screen. Customer's blood glucose level was 330 mg/dl and was addressed with manual injections. It was reported that the customer had to go to the emergency room (ER) to obtain back up therapy. No treatment was provided in the ER; customer stated reason for ER visit was to obtain back up therapy only.